Manufacturer narrative:
The customer found a leak at the tubing through pinch valve pv37. The customer replaced the tubing, which repaired the leak. The repairs were verified by the customer. (B)(6).

Event description:
The customer reported a cleaner leak from the coulter lh 500 hematology analyzer while running startup. The volume of the leak was not specified and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence. While troubleshooting the leak the operator removed their face protection and a drop of fluid splashed into her eye. The operator immediately rinsed her eye repeatedly. The event did not result in death or serious injury and the customer did not seek medical attention. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.